Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The blood glucose level was 203 mg/dl. The customer also stated that the insulin squirted out during manual prime. The customer stated that they were unable to exit the preparing to prime loop. The insulin pump will be returned for analysis.